Manufacturer narrative:
(B)(4). Voluntary MDR/medwatch report number mw5153948.

Event description:
A voluntary MDR/medwatch report was received on 05/03/2023. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient experienced a cgm accuracy issue which occurred 6 days after the sensor was inserted into the arm. On (B)(6) 2024, the patient¿s girlfriend found him unconscious, which had occurred while the patient was asleep. The patient's cgm was reading 376 mg/dl and the bg meter was reading 49 mg/dl. The patient was also wearing a tandem insulin pump. The patient¿s girlfriend treated him with a glucagon injection and the patient recovered after treatment. The patient did not call 911 or seek further assistance, as his girlfriend was a doctor. The patient was in good condition at the time of the report. Of note, it was documented that the display device was reading 365 mg/dl and tandem pump gave insulin. Additional details as provided via maude report on 05/03/2024, the patient states he has had "countless instances where the glucose value is more than 150-200 points off". He further stated that even with doing multiple calibrations per day, the cgm device provided values "drastically different" from the bg meter. The patient also alleged that after he calibrates the device, the cgm values "jump around hundreds of points" and the calibration is not accepted. Due diligence attempts to contact the reporter for more information were attempted but not successful. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient experienced a cgm accuracy issue which occurred 6 days after the sensor was inserted into the arm. On (B)(6) 2024 the patient¿s girlfriend found him unconscious, which had occurred while the patient was asleep. The patient¿s cgm was reading 376 mg/dl and the bg meter was reading 49 mg/dl. The patient was also wearing a tandem insulin pump. The patient¿s girlfriend treated him with a glucagon injection and the patient recovered after treatment. The patient did not call 911 or seek further assistance, as his girlfriend was a doctor. The patient was in good condition at the time of the report. Of note, it was documented that the display device was reading 365 mg/dl and tandem pump gave insulin. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Manufacturer narrative:
(B)(4). B5 describe event or problem - correction to the year in the following statement from follow up report 1, "a voluntary MDR/medwatch report was received on (B)(6)2023." H2 correction h10 correction

Event description:
A voluntary MDR/medwatch report was received on 05/03/2024.